Manufacturer narrative:
(B)(4). The six additional perclose proglide devices referenced are filed under separate manufacturer report numbers. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with seven proglide devices, using a pre-close technique, via a 7f sheaths prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the proglide plunger was removed no suture was present with all seven proglide devices. The sutures of two proglide devices were successfully preplaced at both common femoral arteries. The aaa procedure was completed and hemostasis was achieved at both common femoral arteries using the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided